Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the ventricular connector was missing. Analysis also found the device failed functional testing; ventricular output encoder would not adjust on the screen. Side bail covers, ring cover, three case screws, ring cover screw, output connector nut, side bails, ring bail, and battery drawer o-ring were missing. The keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was missing the atrial and ventricular connector, along with the battery holder. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.